Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: carto 3 system. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smart touch bidirectional sf catheter (stsf) where high force readings and complete signal losses were encountered. During the case, both the high force readings and complete signal losses were occurring intermittently. This was first noticed when the catheter was initialized, and the force value immediately rose to approximately 130 g. A cable change temporarily resolved the issues, but they returned within a few minutes. Reboots of the patient interface unit and workstation were then attempted with nothing connected. The ECG cable was connected first, and no errors were encountered for 5 minutes. However, as soon as the stsf was reconnected, the error messages returned. The catheter was replaced, which resolved the issues. The case then continued without any report of patient consequence. Multiple attempts have been made to obtain clarification in this complaint. However, no further information has been made available. High force values are easily detectable, and the potential that they could contribute to an adverse event are low. This is not an MDR reportable event. However, the complete signal loss will be conservatively reported. The inability to monitor a patient¿s heart rhythm while devices are intracardiac can lead to an undetected, possibly life threatening cardiac rhythm. As a result, this event is MDR reportable.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smart touch bidirectional sf catheter (stsf) where high force readings and complete signal losses were encountered. The returned device was visually inspected upon receipt, and was found in good condition. Per the reported event, the catheter was tested for electrical performance, and was found within specifications. The catheter was then evaluated on a carto 3 system, where it was properly recognized with no error messages and proper visualization. The catheter was subjected to a screening test and a force calibration check, which the catheter failed. High force readings were observed. Catheter calibration was then checked, and the calibration failed. According to the calibration results and the sensor readings, the improper condition was attributed to a potential pc board failure. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding force issues has been verified. However, the signal noise issue could not be replicated, and the root cause for this issue remains unknown.